Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to pain, urinary tract infection and urgent urination. It was reported that the patient had very bad pain in the vagina and bladder leakage two months after mesh was implanted. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent partial mesh removal on (B)(6) 2013 due to erosion, vaginal pain, sui and pop.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent transvaginal repair of cystocele, rectocele and enterocele, and high uterosacral vaginal vault suspension.